Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300 mg/dl). Reportedly, the customer was on a steroid regimen. Customer's health care professional recommended pump basal rate be adjusted. Tandem technical support guided the customer through adjusting pump settings. Customer stated they will deliver a bolus to address elevated bg levels.